Event description:
On 10/2000 pt underwent primary total knee replacement. On 11/2000 pt went in for their first f/u. X-rays revealed that the articular surface was clearly out of the tray and directly behind the patella. The articular surface was resting on the tray at a 45 degree angle. The pt reported falling on their knee and then later twisting their knee to get into thier car. Pt underwent revision surgery on 12/2000.